Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine upgrade procedure missing insulation was noted on the right ventricular (rv) lead. The physician noted he "must have cut" the insulation during the upgrade. The lead was capped and replaced. No patient complications have been reported as a result of this event.